Event description:
Complainant alleged that while attempting to treat a patient, the device failed to discharge via the attached electrode pads. Complainant indicated that the clinician obtained another device with pads and shocked the patient. However, the complainant indicated the patient had expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.